Event description:
It was reported that a stammberger sinus foam was used as packing after a cyst removal surgery (from nasal cavity). There was no bleeding that needed to be stopped. A year later, (B)(6) 2018, patient blew sinu foam out when blew nose. She had been in pain and had a horrible smell in nose and the pressure in her face was unreal, she thought that the cyst was back, and it was, but there was also sinu foam still in her face, which now grew a fungus as well.

Manufacturer narrative:
The product, used for treatment, was not returned for evaluation. A relationship, if any, between the product and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the product in question was not returned for evaluation. Thus, the customer¿s complaint could not be verified, nor could a root cause be determined with confidence. It is possible the product was not sufficiently hydrated with lactated ringer solution or water, which could delay the timeline for product dissolution. It is also possible the patient did not irrigate properly after implantation.